Event description:
It was reported that a patient underwent a biliary anastomosis procedure on (B)(6) 2025 and suture was used. During the routine use of suture for biliary anastomosis, the problem of pulling off suture needle happened and could no longer be used. Due to surgical requirements, 7 sutures were gradually opened, and 5 of them experienced the problem of pulling off suture needle . During the patient's surgery, a total of 8 sutures were opened, and 6 of them experienced the problem of pulling off suture needle. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (b)(4. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - when did the needle pull off occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? --during passage through tissue - were there patient consequences? If yes, please explain. --no. "Pull off suture needle. This case is from health authority. During the routine use of suture for biliary anastomosis, the problem of pulling off suture needle happened and could no longer be used. Due to surgical requirements, 7 sutures were gradually opened, and 5 of them experienced the problem of pulling off suture needle . During the patient's surgery, a total of 8 sutures were opened, and 6 of them experienced the problem of pulling off suture needle ..

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a male with unknown specific age who underwent surgery in the hospital on (B)(6) 2025 (the specific patient's diagnosis and name of surgery were unknown). The operator used vcp433h to perform the biliary-enteric anastomosis during the surgery. A total of 6 times of the problem of pulling off suture needle happened in the products of the same lot number during the anastomosis. The operator replaced with a new suture (with specific product information unknown) to continue the operation. The subsequent operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.